Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed pump error 25 alarm after troubleshooting. Customer's blood glucose level was not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was returned for pump error 25 that was confirmed in the long trace. Long trace confirmed the pump error 25 that the root cause is the non-sleep anomaly software error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.